Event description:
Healthcare professional reported "left damaged". Healthcare professional reported "¿clamping of the connective tissue bag, damage to the implant, baker grade iii". The device was explanted replaced with another manufacturer device. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d3, d9, g1, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "left damaged". Healthcare professional reported "¿clamping of the connective tissue bag, damage to the implant, baker grade iii". The device was explanted replaced with another manufacturer device. This relates to the left side. Device has been explanted and replaced.